Event description:
It was reported that a novum iq large volume pump failed to infuse antibiotic, despite primary line clamped and primary bag hung as low as possible in the cardiac intensive care unit (cicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3/d10 date, h11. Correction: previous g3 (update to 03/21/2025). H11: the reporter evaluated the pump within their biomedical engineering department and the device passed their testing. Should additional relevant information become available, a supplemental report will be submitted.